Event description:
A patient had insertion of a portacath for administration of chemotherapy approximately 9 months ago at another hospital in another city. The catheter had not been used in several months. Patient was taken to or for removal of the catheter. The port was dissected out and traction was applied with no resistance, and the catheter segment was removed. The catheter seemed shorter than normal, so a c-arm was obtained which verified that a segment of the catheter remained in place. Through selective catheterization of the superior vena cava and left subclavian vein, a venogram showed a piece of the catheter located within the left brachiocephalic vein with extensive fibrin sheath around the catheter. Multiple attempts at removal were unsuccessful. Patient returned to surgery where complete removal was accomplished under fluoroscopic guidance. Patient was discharged home same day without injury.